Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited a loss of capture and high impedance measurements since (B)(6) 2014 and had been turned off. On (B)(6) 2015 during the lead revision procedure, the physician noted that the lead had dislodged. The lead was capped and replaced. The patient was in stable condition post surgery.